Manufacturer narrative:
This report is submitted on april 4, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [86242 device analysis report.pdf]

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to poor performance following a partial insertion of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.